Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw oor (out of regulation) with a call your doctor icon message on their patient programmer last night. They said the oor was cleared today. The patient (pt) said that they ultimately didn't know the reason for oor but that they guessed it could be related to the following: over the last couple years they had fallen 3 times (pt detailed out that they broke their right arm twice and left arm once (and had a shoulder replacement because of that). They had seen the same doctor for the last 2 years who did not use the tablet, but current provider used a tablet to program them during the last appointment. Patient said sometimes they would feel electrical impulses on their tongue when they would have programming done. They had been feeling those same electrical impulses yesterday when they saw oor. Pt was at hcp a couple weeks ago and was getting programmed with the ipad (clinician programmer) and hcp told pt that they had "things crossed in the ipad". Pt said by "having things crossed in the ipad" they meant t hat hcp said when they would program the patient's left side they had actually be programming the right side and vice versa. Pt said maybe that's what was causing the oor. The patient was redirected to their healthcare provider to further address the issue. They have an appointment scheduled out. 2022-mar-31 additional information was received from the healthcare provider. They clarify the report of "having things crossed" writing that the sides had been labeled incorrectly. When adjust the right side it was actually adjusting the left. The patient had some cerebellar side affects from deep brain stimulation, which could have contributed to the falls. The pulsing in tongue has been expected paresthesia with higher dbs parameters. Actions include having programmed according to corrected sides an appointment for checking impedances.